Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that 3.0ped tracheostomy tube "cracked at the connector portion of the flange" while in use on a pt. The caller reported that the nurse on duty was attempting to suction the pt and was experiencing difficulty passing the catheter through the tube. At that time, the nurse elected to replace the tube. It was reported that upon visual inspection of the removed tube, "the tube/hub was cracked."